Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
During the product analysis there were no anomalies found with the pulse generator. The generator performed according to functional specifications. During the visual analysis of the returned lead portion, the (+) marked and (-) unmarked quadfilar coils appeared to be broken in the body area of the returned lead assembly. Scanning electron microscopy was performed and identified evidence of a stress induced fracture (fatigue appearance) with mechanical damage and pitting on both of the broken coils. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity. The abraded openings and slice marks found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer silicone tubing. The abraded opening found on the (+) inner silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the inner silicone tubing. For the observed (-) inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified. Based on the findings, there is evidence to suggest discontinuities in the returned portions of the device which may have contributed to the reported high impedance. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was reported that device diagnostics resulted in high impedance (dc dc code - 7). It was reported that no patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance. The generator was programmed off on (B)(6) 2014. An emg was performed which showed an immediate drop of electrical load during stimulation which reflects a possible break of the lead. X-rays were taken and sent to manufacturer for review. X-rays did not identify any obvious discontinuities within the vns system. It was reported that surgery is likely; however, surgery has not occurred to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that the patient underwent generator and lead replacement on (B)(6) 2014. The generator and lead were received for analysis. Analysis is underway, but has not been completed to date. The surgeon indicated that there were white spots on the lead at the contact area.